Manufacturer narrative:
Based on complaint description, due to fact that product was not returned , investigation raised that it is possible that the device hit hard tissue or bon and therefore misused. It was concluded that, such misuse led to product breakage.

Event description:
It was reported during a knee arthroscopy with a meniscal repair the implant bent during insertion. It was removed and the case was completed. Two other implants were used. One was the same lot number and the other was different. They were both implanted with no issues. The patient returned to the office for a follow up and was complaining of pain. The doctor performed an x-ray and determined there was a piece of the inserter still in the knee. The fragment was removed in the office with local anesthesia and did not have to return to the operating room currently the patient is fine.